Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: examination of the returned product revealed the watchman access sheath (was) was received with the dilator inside the was. Blood was on the device. The valve, hub, shaft, and tip were examined. A slight kink was found 19 cm from the strain relief. The dilator was removed during product analysis. A microscopic examination of the threads of the was revealed they were damaged/cross threaded. It could not be determined when the thread damage occurred. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06383, 2134265-2017-06402. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with an unspecified pigtail catheter was positioned in the laa. It was noted the was had a permanent pressure rinse with nacl. The pigtail was removed and a 27 mm watchman ® laa closure device and delivery system (wds) was advanced and deployed. A tug test was performed revealing the device was too proximal, therefore it was fully recaptured. A second attempt was made to deploy the same 27 mm watchman ® laa closure device with the same result after the tug test. The device was fully recaptured and removed. It was noted that the wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. They exchanged the 27 mm wds for a 30 mm watchman ® laa closure device which was successfully deployed. A tug test was performed revealing the device was too proximal. A full recapture was performed. The wds was rinsed with nacl before the implantation and after the full recapture and removal outside the patient. The wds was free from air before the physician used it a second time. This 30 mm wds was advanced again; however, while still in the was, air was observed in the laa. The patient's blood pressure began to decrease and it was noticed air had accumulated in the right coronary artery (rca) and left anterior descending artery (lad). The procedure was aborted; the wds was removed. Air was quickly and successfully aspirated via pigtail catheter out of the laa and via coronary catheter out of the rca and the lad. The patient was intubated and ventilated before the coronary intervention. The patient was placed in the intensive care unit for monitoring. No further patient complications were reported. The patient was moved to a normal station and their current status is fine. It was noted that no air was observed in the devices.